Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient experienced dizziness with implant use. The results of a CT scan (date not reported) indicate that the electrode array extruded from the cochlea. Subsequently the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed october 16, 2014.